Event description:
It was reported, that "trach tie and flange were missing from package." There was no reported pt injury and/or change in therapy. An involved device has not been returned to the manufacturing facility for analysis and investigation.